Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 407 mg/dl. The customer treated their blood glucose levels with manual injections. The customer stated that she had a low reservoir before bed and thought that she had enough insulin to make it through the night. However, at about 4 am the insulin pump was beeping because the reservoir was empty. The customer woke up with high blood glucose levels. The customer tried to change the reservoir 9 times but all nine reservoirs would not lock into place. The customer sent their reservoirs back for analysis.